Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery alarm. Customer's blood glucose value was 222mg/dl. Troubleshooting was performed but the alarm was not resolved. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test, displacement test and rewind test. No unexpected failed battery test alarm noted.